Event description:
I was prescribed a "freestyle libre 3 plus" blood glucose monitor by my doctor. When I picked it up from the drug store and got it home, I found that it was not compatible with any phone (android or iphone) or ipad that I or my family owned. There is nothing on the products exterior packaging that even mentions interfacing with a cell phone. This only became known upon opening the package and looking thru the instructions. With the package opened the drugstore would not take it back. Even if unopened they would not have taken it back. I can't speak to the devices functioning as I was unable to employ it due to this compatibility issue. The manufacturer has no way in place that I've been able to find where I can report this to them in writing. Is there anything you can do to help correct this? Note, I still have the device and packaging. I can take photos if you need them. Thank you, (B)(6).